Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect pump was returned and evaluated. The pump error was duplicated through testing. The position potentiometer was observed broken off of the slide tab. The returned pump was manufactured prior to a design change in which a plunger cable guard became implemented in the design. After device repair and recalibration, the device was found to pass all deliver, accuracy and functional tests. (B)(4).